Event description:
On (B)(6) 2012, the reporter called animas alleging that the keypad buttons were intermittently unresponsive requiring very hard presses. The keypad is reportedly intact. The patient reportedly wears the pump on her belt and cleans the pump with a damp cloth. There is no adverse event associated with this complaint. The complaint is being reported because the alleged malfunction of the keypad remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be torn around the ok, contrast and down arrow keypad buttons; the contrast key contact was missing. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as a damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The up arrow, down arrow and ok key contacts were found to be inverted. The evaluation revealed that all keypad buttons were unresponsive. There was evidence of contamination found under the key contacts.